Event description:
Patient bibems [brought in by emergency medical services] being coded, after pt was intubated and rosc [return of spontaneous circulation] achieved, I placed pt on tv-100 travel ventilator (#16). After about 10 minutes of being on the ventilator, exhaled tidal went through periods of volumes reading ~160 for ~2 min, despite being set to a tidal volume of 400 - before returning to exhaled volumes for ~400. This did not appear to correlate w/ pt over-breathing vent. Pt still had good chest rise, breath sounds, etco2 of 40 and spo2 91%. I switched the patient to a hamilton ventilator. Exhaled tidal volumes on new ventilator consistently reading 400, etco2 and spo2 remained same. We do not think any new software update took place on this vent manufacturer response for transportation ventilator, tv100 (per site reporter).